Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed on startup. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - the alarm was observable by hearing. - the device log files were provided to hamilton. The device log files do not cover the events reported failure of the ventilator device. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed on startup. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - the alarm was observable by hearing. - the device log files were provided to hamilton. The device log files do not cover the events reported failure of the ventilator device. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.